Event description:
It was reported that the blade was lifted and removal difficulty occurred. The stenosed target lesion was located in the mildly to moderately tortuous lesion. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the physician encountered resistance and had to remove the device gradually. Upon removal, it was observed that the blade was partially lifted.the procedure was completed and there were no patient complications reported.

Manufacturer narrative:
B3 - event date: used the first date of the month of the aware date as no event date was provided. The device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. A visual examination of the returned device identified that 7mm blade and pad lift were noted to have lifted on one of the blades. All other blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the blade was lifted and removal difficulty occurred. The stenosed target lesion was located in the mildly to moderately tortuous lesion. An 8.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the physician encountered resistance and had to remove the device gradually. Upon removal, it was observed that the blade was partially lifted.the procedure was completed and there were no patient complications reported.